Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 9f delivery system was used. Additionally, a photo was received from the field and the photo appeared to show the device deformity (cobra head). However, it could not be confirmed as there was no cobra head deformity during the returned device analysis. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 19mm amplatzer septal occluder was chosen for implant to treat atrial septal defect (asd), using 9f amplatzer trevisio intravascular delivery system. The asd was measured to be 1.7x1.3mm using transesophageal echocardiography (toe). The case was performed under intracardiac echocardiography (ice) control. A 24mm sizing balloon was inflated to 17ml to stop flow on ice images. Waist of balloon was measured to be 15.9mm on fluoroscopy. Ice image measures 16.2mm. Sizing plate used with balloon inflated to 17ml. Balloon was tight at 18mm measuring hole. During deployment of the device, the left disc immediately formed a cobra head. The device was re-sheathed and removed, and it remained in a cobra head deformity outside the patient. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. A replacement 20mm amplatzer septal occluder was deployed with no reported issue. The patient was reported to be stable and recovering. The patient remained hemodynamically stable throughout the procedure. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae.